Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Medtronic notified us that this rv lead was explanted due to high shock impedances and a fracture. The physician wanted to the patient to have an MRI compatible system so the patient's whole system was explanted and replaced at the same time. There are no known complaints on any other part of the system. This rv lead has not been returned.